Manufacturer narrative:
H3: evaluation summary: evidence of report that "one of the chords had wrapped itself around the strut" was confirmed. Reports of pannus and calcification were also confirmed. X-ray demonstrated wireform intact and moderate calcification on all three leaflets. Subvalvular apparatus was observed on the outflow aspect of the valve sewing ring on commissure 3. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 2 at the outflow aspect. Host tissue overgrowth fused leaflets 1 and 3 by approximately 3mm at commissure 1 and leaflets 1 and 2 by approximately 4mm at commissure 2. Host tissue overgrowth on the stent circumference was moderate at the outflow aspect and minimal at the inflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Leaflet 1 had a 4mm tear near commissure 2. Calcification was evident at the tear. Sewing ring was cut around leaflet 1. A suture pledget remained attached to the sewing ring around commissure 3 on the outflow aspect. Wireform was exposed around leaflets 1 and 3 on the inflow aspect. There can be several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation or stenosis and require exchange of the device. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm 7300tfx pericardial mitral valve underwent a redo mitral valve replacement after an implant duration of five (5) years. Per the surgeon, one of the chords had wrapped itself around a strut and resulted in the formation of pannus and calcification. The explanted valve was replaced with another 29mm 7300tfx pericardial valve. Per the received pathology report, two of the valve leaflets exhibited restricted movement due to multiple tan-white calcifications.

Manufacturer narrative:
Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a nonthrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth cannot be determined at this time. The subject device was not returned for evaluation as it was not saved post procedure. Image evaluation of the subject device was performed. As received, customer report that "one of the chords had wrapped itself around a strut and resulted in the formation of pannus" was confirmed through image evaluation. Report of calcification could not be confirmed through image evaluation as x-ray analysis is required for calcification analysis. Two color photos were provided of explanted valve. Subvalvular apparatus was observed around one of the valve commissures. Moderate host tissue overgrowth was also observed on the stent circumference at the outflow aspect. A suture also remained attached to the sewing ring near the commissure with subvalvular apparatus. A cor-knot was also observed attached to the valve sewing ring. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. In this case, a definitive root cause for early calcification and pannus could not be conclusively determined. However, there are no indications of a manufacturing defect. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm 7300tfx pericardial mitral valve underwent a redo mitral valve replacement after an implant duration of five (5) years. Per the surgeon, one of the chords had wrapped itself around a strut and resulted in the formation of pannus and calcification. The explanted valve was replaced with another 29mm 7300tfx pericardial valve.